Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their implantable cardioverter defibrillator exhibiting premature battery depletion. The device also failed to interrogate and had no magnet response. Patient was initially awaiting a heart transplant for an unrelated condition, but physician explanted and replaced the device on (B)(6) 2020. Patient condition after the event was stable.